Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon cancer resection, the stapler was able to fire but there was a poor stapler formation. They replaced the device to complete the case. There was no patient injury.